Manufacturer narrative:
The t:slim pump user guide states: "it is very important to set the current time and date accurately to ensure safe insulin delivery." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump history during troubleshooting with tandem technical support showed the battery depleted from 100% to 70% within one day. In addition, the customer stated the date setting was incorrect as the customer had not corrected it after initially receiving the pump. The customer's blood glucose level was 127 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.